Manufacturer narrative:
(B)(4).

Event description:
Representative states the lead perforated the heart; lead revision is scheduled.(B)(6) 2016- we were notified the lead was re-positioned in high septal region and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.